Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, the maverick2 monorail balloon ruptured. The 99% stenotic lesion was located in the calcified mid-left anterior descending (lad) coronary artery. The maverick2 monorail balloon ruptured during the third inflation at 12 atms. The first and second inflations were to 6 atms and 10 atms respectively. The balloon was successfully removed without incident. The procedure was completed with a different MFR's device. No pt injuries or complications were reported. Pt status is listed as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are unable to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch will be filed.